Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a bloodback. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4; d9; g1; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11 corrected field: b5 a getinge filed service engineer (fse) evaluated the unit and replaced pneumatic module assy (0997-00-1178) to correct blood back issue. Iabp pm services completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Unit returned for clinical service upon completion.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a bloodback. There was no patient harm reported.

Manufacturer narrative:
Updated fields- d9, e1initial reporter name, mail and contact number, e2, e3, g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.